Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 37 or error 41 alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error drive count incorrect for moving and motor power supply voltage error detected. Customer's blood glucose level was 121 mg/dl. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. It was also stated that the fill cannula was recorded in history. The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.